Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported "too big and droopy." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and curved opening on posterior leak test and microscopic analysis were performed which identified a curved striated opening on posterior and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a curved striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "too big and droopy." The device has been explanted.